Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandfather reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was in the 30 mg/dl range. Customer's grandfather advised the paramedics arrived and the settings on the insulin pump had been changed by the patient. Customer had the correct settings but needed assistance putting them back in. Customer's grandfather was able to successfully correct the settings.